Manufacturer narrative:
In response to FDA report number: mw5107103. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "textured implant ruptured." Device remains implanted.

Event description:
Device has been explanted and replaced.